Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported by a non-medical professional that the patient underwent a procedure for l4-5 fusion with implant of rhbmp-2 and interbody cage. Subsequently, the patient was allegedly diagnosed with ectopic bone growth, an inflammatory reaction to rhbmp-2/acs, chronic pain, and additional surgeries.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2010: the patient was pre-operatively diagnosed with: lumbar degenerative disk disease, l4-5, l5-s1; lumbar disk herniations, l4-5, l5-s1; chronic low back pain; chronic lumbar radiculopathy and underwent the following procedures: right l4-5, l5-s1 transforaminal lumbar interbody fusion; bilateral non-segmental pedicle screw fixation, l4-5, l5-s1; lumbar posterolateral arthrodesis, l4-5, l5-s1; morselized allograft; bmp-2; intraoperative fluoroscopy. As per op-notes, ¿starting at l5-s1 an annulotomy was performed and an aggressive completion discectomy was performed at this level, scraping the end plates of the l 5-s1 interbody space down to bone. This disk had collapsed significantly and there was associated disk herniation that was removed. Once the disk space was prepared in this manner, the interbody space was measured. The contralateral screws were then distracted upon and an 8-mm peek interbody spacer was then tamped in place in an oblique angle without complication after first placing a bmp-2 soaked sponge anteriorly within this space. Once this interbody spacer was in adequate position under both fluoroscopic guidance and direct visualization, attention was then turned to the l4-5 disk space where an identical procedure was performed. Again, a bmp-2 soaked sponge was placed anteriorly in the disk space followed by an obliquely angled 10 mm in height interbody spacer filled with bmp-2 soaked sponge. This was placed in an oblique angle and this was further repositioned using a curette.¿ the patient tolerated the procedure well and no complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.